Event description:
This pt had a hemi arthroplasty eight years ago secondary to a crushing injury to pt's left tibia. Recently pt began having pain and difficulty with activities. Pt presented to this facility for a revision of the hemi arthroplasty. Intraoperatively, pt was found to have a worn down failing tibial polyethelene insert which was flaking off pieces of polyethylene. Reactive synovitis was also present. The spacer was removed and replaced. All other components were intact.